Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was in the hospital at the end of (B)(6) for diabetic ketoacidosis. The customer had been hospitalized three times in the past thirty years for high blood glucose. The customer declined to speak with the 24-hour product helpline. No further details were given, and no products were shipped or returned.